Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lot numbers 25132877, 25132654, and 25132572 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
Clarification was obtained: the hospital reported that complainant is unable to verify the initially reported complaint, as they notified getinge sales personnel that it appears they were misinformed.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, patient was burned using vasoview 7 xb. They upgraded to hemopro ii because they were having problems with the vasoview 7 xb. (B)(4).